Manufacturer narrative:
The device evaluation is ongoing. An olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the duodenovideoscope tested positive three times for bacterial growth. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review the device evaluation and the lms final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the legal manufacture¿s final investigation. Despite good faith attempts the user culture results, and cleaning disinfection and sterilization (cds) processes were not shared. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation.